Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and replaced the display with rtv bead seal. The iabp unit passed all functional and safety tests per factory specifications; was returned to the customer and cleared for clinical use.

Event description:
It was reported that during use on a patient, the display of the cs300 intra-aortic balloon pump (iabp) went blank and scrambled. The iabp was replaced with another to continue therapy. There was no patient harm or adverse event.